Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and excessive no delivery tests due to motor error alarm. Unit was received with minor scratched display window, cracked case at display window corners, reservoir tube lip, battery tube threads and belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 116 mg/dl. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.